Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a next day check post-implant, the atrial lead was found to be dislodged. The threshold test was unable to be performed. Chest x-ray revealed the dislodgement. The lead was repositioned. The patient was stable.